Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to stress urinary incontinence and vaginal prolapse. Additionally, it was reported that mesh was implanted due to grade 4 cystocele and rectocele and large enterocele with concurrent cystoscopy and perineoplasty. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.